Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with infection. It was noted that the device had eroded through the pocket and was exposed. On (B)(6) 2018, the pacemaker was explanted and replaced. Patient was treated with medications and discharged.